Event description:
On 2/15 tissue was placed into the tissue processor. On the morning of the 16th the histology tech arrived in the lab at 5:45am. Tissue processor showed tissue still in station 12, the paraffin was not pumped out. Diagnosis on (error code). Tech called co & asked them to open the back of the device to check the jar. There was paraffin in the overflow jar. It was discovered that the tissue had been compromised when they were read by the pathologists. There were 4 cases where the tissue could not be read because of the artifact. Two of the cases there was sufficient tissue to be resubmitted. Two of the cases were biopsy tissue. The liver biopsy was repeated. The other tissue was part of several specimens from 1 pt. It was biopsy tissue from the mastoid area. The repairman came from co on 2/2. He discovered a vacuum pressure leak in a diaphragm. He said this was a rare occurrence.